Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not provide any info as to if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator of the hemostasis valve broke during a thrombolysis procedure of a shunt. The customer then aspirated the clot manually and completed the procedure w/o complication. No harm or injury was reported.